Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, resistance was felt while passing the system around the aortic arch at the top of the arch. The physician pushed on the system and the system jumped forward. The valve was then deployed as normal, and the patient reported back pain. An aortogram was performed and identified a small dissection at the top of the aortic arch, distal to the subclavian artery, and it was suspected that calcium in the aortic arch was dislodged during delivery of the system around the arch. A computed tomography scan performed later that afternoon confirmed the dissection was contained. No vascular treatment was required for the dissection, and the patient was reported to be doing well.